Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was unable to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: "the drug didn't come out."